Event description:
Patient reported they were seen for a periodic exam at their dentist and provided diagnostic letter. In the letter the dentist noted the patient has a posterior open bite on the right side with heavy occlusion on anteriors that has occurred secondary to ortho treatment. Requested bite video to eval bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.